Manufacturer narrative:
Correction: removal of information in section f related to importer: the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
Additional information: h6 and h10. The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The caution: loss/gain limit reached alarm occurs whenever the operator-set limit for unintended patient fluid loss or gain is reached. However no ¿unintended patient fluid loss¿ alarm was activated because the alarm limit was not exceeded. When the limit is exceeded an alarm would be generated. No information was provided suggesting any defect or malfunction of the used prismaflex machine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous veno-venous hemodiafiltration with a prismaflex machine, the pediatric patient fluid removal was positive. The patient was on extracorporeal membrane oxygenation. The "pfr was set to 10, however 67 was taken off in an hour." There was no patient injury or medical intervention associated with this event. No additional information is available.